Manufacturer narrative:
Visual inspection performed by r&d manager the baseplate appears to generally have ha residuals on the coated surface, while some spots present bone residuals, following early bony response. The articular surface of the glenosphere is partially scratched due to friction with the reverse metaphysis following baseplate mobilization and subsequent luxation. The glenosphere screw and the glenoid locking screws do not show any signs of damage. No action is suggested.

Manufacturer narrative:
Batch review performed on 22 february 2021: lot 2001981: (B)(4) items manufactured and released on 29-apr-2020. Expiration date: 2025-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 4 months after primary for base plate loosening. The surgeon revised successfully the patient shoulder replacing the glenoids implants and the humeral reverse hc liner. The glenosphere was found coupled to the baseplate during the revision.

Manufacturer narrative:
Clinical evaluation performed by medacta clinical director: early mobilisation of the glenoid baseplate in primary rsa, few weeks after index surgery. The original baseplate had short peg, this choice was most probably done to preserve bone with a compromise on hold, which is common practice. No reason to suspect a faulty device.